Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0c2b5, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The health care professional reported that the patient had a fall where something broke and then the patient had a revision. The fall led to system replacement in (B)(6) 2015. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up report will be sent.